Event description:
A report was received that a patient feels as though the device is not working properly. Since being implanted, the patient has experienced severe persistent pain, burning sensations, numbness, loss of sleep and mental/emotional distress.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8120-50, (B)(4), description: artisan 2x8 paddle lead (with slotted electrodes), 50 cm.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient feels as though the device is not working properly. Since being implanted, the patient has experienced severe persistent pain, burning sensations, numbness, loss of sleep and mental/emotional distress.